Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy a couple of months ago in 2016. The patient didn¿t need to use the therapy for quite some time. Now the patient had a return of symptoms and had leakage. They tried to use the device and got a call your doctor icon a couple of days ago in (B)(6) 2016, but they didn¿t know the code with it. The patient¿s spouse kept getting poor communication both with and without the antenna on (B)(6) 2016. There was no telemetry with or without the antenna. The consumer later reported that the step taken to resolve the patient¿s symptoms was that they called and told the manufacturer that the device was not working. Another device was sent that did not work either and the patient decided to let the health care provider (hcp) look at both devices in hope that they could fix it. The patient¿s hcp appointment was on the morning of (B)(6) 2016 and neither device could be put into working order, so the hcp told them they would send the device back to the manufacturer. The hcp was also going to call the manufacturer representative to be at their appointment on 2016-(B)(6). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.